Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-02651 pertains to the first resolution clip device and manufacturer report # 3005099803-2014-02653 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used in the large intestine during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue but failed to release from the catheter to deploy. Another resolution clip device was opened and used; however, the same issue occurred. Reportedly, the patient¿s anatomy was tortuous. The procedure was completed with another two resolution clip devices without any issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) clip failed to release from the catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.